Manufacturer narrative:
The company representative checked all handpieces and was unable to find anything that would have contributed to the reported issue. Additionally, it was noted that it remains unknown which specific handpieces were associated with the reported event. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in b.5 and e.3. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract procedure there was no phacoemulsification power. Two handpieces were exchanged and the machine worked again during use with a third handpiece. The procedure was completed. It is unknown which handpieces were used during the procedure. It is unknown if a system message was displayed. Patient harm was not reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no phacoemulsification during a procedure. It is unknown which handpiece was used during the event. Additional event details are unknown. Further information has been requested.